Event description:
Fluoroscopic imaging taken after the ilium curette was retracted but before the graft insertion during the surgical procedure revealed that a curette tip broke off leaving a portion of the tip embedded in the si joint space. The curette was fully (or near-fully) extended at the time of the break. The surgeon worked for about 15-20 minutes to retrieve the remaining piece; it was thought that the entire extended cutting element remained in the pt, however, after curette removal it was evident only a portion of the tip remained in the joint. No add'l curetting was required after the break and subsequent steps for the procedure were completed without incident; no pt complications were reported.